Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance a ventilator generated a device alert after operating for 10 minutes on a charged battery. Another battery was installed and the ventilator worked properly. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that the reported condition was verified and due to the battery not retaining charge for a specified amount of time.